Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1jqqp, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional reported that there was sign of infection and implant with leads were removed on (B)(6) 2017. Patients replacement became infected and it had to be removed. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the infection was the placement of the device. Infection had resolved with removal. No further complications were reported.